Event description:
The nurse alleged that during the delivery, the bed dropped approximately 15-inches. The nurse alleged there were no injuries. The nurse indicated that during the transport of patients and during the delivery, the nurses and doctors will sit on the foot of the bed while the patient is in the bed. The nurse inquired about the maximum load the bed will hold. The maintenance staff indicated the life nut on the hi/low drive broke. The facility will not release the hi/low drive for evaluation.

Manufacturer narrative:
The facility's maintenance staff stated the bed is not being repaired at this time and he is waiting on approval from his legal department prior to repairing the bed.